Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, when they tried to use this lens but half of it was inserted into anterior chamber while other half remained outside. So lens was removed during initial procedure and the surgery was completed by using the another lens without any harm to the patient. Additional information has been requested, but no further information available.